Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the reported that the keypad is not responding, the battery failed alarm, and has a frozen display. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the battery failed alarm, and the customer was instructed that the pump would be replaced. No damage was reported on battery cap contacts or battery compartment. The customer continued to receive battery failed alarms after inserting new batteries and restarting the pump. The customer did not try a replacement battery cap. Troubleshooting was performed for the keypad anomaly, and the customer reported buttons not being responsive after a keypad anomaly. The pump has not been exposed to altitude change. Troubleshooting was performed for the frozen screen, and the buttons were not responsive, and the time clock did not advance. The customer replaced the battery, but the screen remained unresponsive. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1880 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. After multiple new batteries and battery cap failed batt test alarm persisted. Unable to download using thump software due to constant failed batt test alarm. Proceed with cutting unit open and perform a visual inspection on connectors and electronic assemblies. All connectors were plugged in properly including internal and external battery connectors. After deconstructive analysis it was determine that ingress of moisture corroded electronic assemblies leading to constant failed batt test alarm. The following cosmetic damages were noted: cracked keypad overlay, cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube) and scratched case. In conclusion, customer concern was confirmed of constant failed battery alarm due to corroded electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.